Event description:
The patient was undergoing a varus correction utilizing orthofix external fixation and upon insertion of the proximal cortical screw it broke in the threaded portion of the shaft. Bi-cortical purchase was not achieved and the doctor chose to leave the 35mm screw portion in the patient's bone. The doctor completed the application of the external fixation device without further incident.